Manufacturer narrative:
The device was returned to our post market quality assurance approximately two and a half years post explant with the header separated and missing. Visual inspection noted tool marks in the device casing surface and sufficient medical adhesive on the casing. Due to the missing header, electrical testing could not be completed. Memory analysis revealed therapy was available while implanted.

Event description:
Guidant (now boston scientific crm) received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting undersensing of atrial events. Electrogram strips were reviewed by a guidant technical services (ts) consultant. It was discussed that no undersensing was seen, but there was some atrial activity falling into absolute blanking. It was recommended that the caller try decreasing the atrial blank after ventricular sense. It was also discussed that there was some far field activity, but it was not being sensed by the device. No adverse patient symptoms were reported.